Manufacturer narrative:
Reporter phone number +(B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed fractures on the leads. Surgical intervention may take place to address the issue.

Event description:
It was reported patient underwent surgical intervention on ¿ wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The reported event of lead fractures could not be confirmed as the complete lead was not received. As received, electrically testing of the terminal end segment and lead body segment showed both segments of lead (a) passed continuity resistance testing. The cause of the reported event remains unknown.